Event description:
During a follow-up in-clinic, decreased sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. Microdislodgement was alleged, but was unconfirmed. Diagnostic imaging was performed and the rv lead appeared to have no slack, but no other abnormalities were observed. During a revision procedure, the helix was unable to extend. The rv lead was explanted and replaced to resolve event. The patient was stable.